Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the device could not self drill. It was reported that during the surgery, when insert the screw, noted the self drilling screws could not drill. Another device was used to complete the surgery. There were no adverse consequences to the patient. This complaint involves one (1) device ti low profile neuro scr self-drl 4-5pk. This report is for one (1) (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device photo. Visual analysis of the photo revealed that the ti low profile neuro scr self-drl 4-5pk had no signs of issue or malfunction. Complaint condition cannot be confirmed due to poor quality evidence and as device was not returned. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the ti low profile neuro scr self-drl 4-5pk. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Manufacturing location: (B)(4). Manufacturing date: 05-may-2021. Part number: 400.834, ti low profile neuro screw self-drilling 4mm. Lot number: 149p092 (non-sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional, ns035169 rev b met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00 lot number: 61p6706 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated 05-jun-2020 was reviewed and determined to be conforming. Lot summary report dated 09-jul-2020 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the ti low profile neuro scr self-drl 4-5pk. The device returned is a representative sample and not the complaint device a dimensional inspection was not performed for the ti low profile neuro scr self-drl 4-5pk due to the design of the device. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the ti low profile neuro scr self-drl 4-5pk was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.